Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a mildly calcified right common femoral artery after an interventional procedure. It was reported that a cuff miss occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). A cuff miss can occur due to a number of factors including, but not limited to, manufacturing, needle deflection during plunger deployment because of interaction with human tissue, aggressive and fast deployment of the plunger or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.). Ultimately, the return of the device may have aided the investigation in determining a cause for the experienced event. Based on the inspection criteria and the reported information no cause for the reported experience could be determined. A review of the finished product lot history record produced no findings relevant to this report. To ensure this type of experience is not a result of a potential product related deficiency, in process testing of devices is performed to assure there is no needle deflection, which may have caused the event reported in this case. A sampling of finished devices is also tested to verify the functionality of the device.